Manufacturer narrative:
Technical support requested the return of the suspect product and replacement product was shipped.

Event description:
Reporter stated that patient's blood glucose measured approx 300 mg/dl, around 6 pm, on the suspect device. Reporter noted that no action was taken based on this result. Approximately 8 hours later, patient was found unresponsive, by reporter. Reporter phoned emergency medical services for assistance. Upon their arrival, patient's blood glucose reportedly measured 22 mg/dl, on paramedics' device. Reporter stated that, 7 minutes earlier, patient's blood glucose was tested using the suspect device with a result of 60 mg/dl. Patient was reportedly treated with an injection (described as a "sugar boost") and was subsequently transported to the hospital, by paramedics, for additional treatment. Reporter stated that patient was hospitalized for 1 day. No additional details of patient's treatment, while hospitalized, were provided. Reporter stated that patient had previously experienced 3 similar hypoglycemic events, requiring medical intervention; however, reporter did not provide specific details of these events. Reporter noted that, due to recurrent nighttime hypoglycemia, patient had recently been switched from rapid-acting insulin, before bed, to long-acting insulin. Quality control testing had not been performed on the device.